Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer reported via phone call that they received multiple no delivery alarms. Customer stated the alarm would occur right after connecting to the reservoir. The customer's blood glucose was 542 mg/dl. Troubleshooting found the insulin pump alarmed no delivery with a manual prime. The customer stated their infusion set was working with their back-up insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.